Manufacturer narrative:
(B)(4). Undefined complications occured. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2007. The patient stated that she has had several problems and plans to see a specialist to have it removed. There was no further information provided.